Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that when customer pressed the act button on insulin pump, the next screen showed a black box which made ready display screen difficult. Customer's blood glucose was 150 mg/dl. Customer attempted to read the screen by holding it at an angle or with a flash light. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics. No missing segments or black screen anomaly could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and missing end cap sticker.